Event description:
The doctor applied the m511 fixator on a pediatric pt for treatment of a proximal radius. During treatment the pt's caregiver was adjusting the fixator with an allen wrench, as recommended by the physician, when the m511 broke at the intersection of the gears. The doctor brought the pt back into the or to remove the fixator and apply a new one. The pt continues treatment with the new fixator.